Event description:
It was reported that a physician was attempting to use a protege rx self-expanding stent device for treatment in a patient in the right proximal carotid artery - common with plaque, calcification and 90% stenosis. No abnormalities reported in relation to anatomy. A spider device was also used. The device was prepped as per IFU with no issues noted. It was reported that deployment issues occurred, partial deployment occurred. The procedure was completed with another stent of the same model successfully. No patient injury reported for this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: no deployment issues occurred prior to entering the patient. After entering the body, the surgeon deployed the stent but found it difficult to deploy. After multiple attempts, the surgeon could not deploy it and could only partially expose the stent. After removing the stent from the body and trying again, the surgeon found that there was indeed resistance to deploy and that part of the stent had been exposed. Product analysis the device was returned with the touhy-borst tightened and the stent partially exposed the stent confirmed as 40mm. The device was returned with approx. 25mm of the stent exposed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.